Event description:
Reporter alleged the customer was experiencing the hypoglycemic symptoms of weakness, dizziness, and blurred vision when a result of 445 mg/dl was obtained on the advantage system while using strips stored outside the vial. Reporter stated he took her to the emergency room, they obtained a 56 mg/dl on the ER system, and she was treated with juice and crackers. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.